Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and there was report of unspecified treatment from a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.